Event description:
A caregiver (cg) contacted (B)(4) regarding a system error 2367 alarm that appeared on the homechoice (hc) unit during use. The cg stated she had already cleared the alarm. (B)(4) assisted the cg by explaining that the alarm indicated air had entered set up and further assisted the cg to review the alarm log. The cg confirmed a system error 2240 alarm occurred prior to the system error 2367 alarm. (B)(4) advised the cg to finish therapy with manual supplies. On (B)(6) 2010 product surveillance spoke with the cg who stated that the home patient (hp) was trying to end therapy and didn't realize that he had not drained enough. The cg stated that the hp was in drain 6 of 6 and decided to end therapy at that point. She stated that the hp is aware of proper and correct procedure for ending therapy. She stated that everything was going well with therapy. There was no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable because the home patient (hp) was ending the therapy early (use error). The caregiver (cg) stated that the hp was trying to end therapy and didn't realize that he has not drained enough. A batch review was not performed as lot information was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).